Event description:
The pt called lfs alleging that their one touch basic original meter would only prompt the insert strip message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubelshooting. The meter only prompted the insert strips message even with a new vial of test strips. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.